Event description:
It was reported that hv lead impedance out of range was observed. It was suspected that the issue could be due to the hv lead conductors. A hvlic was recommended to check for noise. The patient had a guidiant array implant and due to the hv impedance issue it is not possible to conclude whether this is due to the rv lead, array or both. Per patient's request, no changes have been made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Late due to re-evaluation of event.